Manufacturer narrative:
Evaluation summary: the analysis showed that the device was received with the anvil closed and the flex neck extended from the tube. The device was loaded with a fully fired reload. The flex neck was manually assembled to the tube and a test reload was loaded into the device for functional testing. The device fired all the staples as intended, however, the anvil did not opened as the flex neck extended after attempting to release due to an insufficient h-crimp. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a gastric bypass procedure, the device was fired across the stomach tissue but would not release. The surgeon was using a green reload, after closing the cutter down it was working properly; they fired and the manual release button would not release the jaws from the stomach tissue. They removed the device by cutting the device off of the tissue; suturing the stomach closed and inserted a drain. It was noted that the articulation joint and the shaft were separated and you could visualize an inch of plastic from the shaft proximally. A green reload was being used with the device.